Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart cardcage to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, system lost power mid-procedure and faulted. The technical support engineer (tse) viewed system logs and confirmed 319 errors and a 31030 error. The tse walked the customer through a system hard power cycle but the 31030 and 319 errors immediately returned. The customer would like the fe to reach out as soon as possible to discuss maintenance. The procedure was converted to laparoscopic surgery with no reported injury.